Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100841703 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) experienced shaft hourglass effect from plaque. A surgical procedure was performed during which the device explanted and replaced. There were no further patient complications reported.